Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment o ring is missing and battery compartment of insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that reservoir comes out from pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Tested with a test p-cap and test p-cap did not lock in place properly due to partially broken off reservoir tube lip and missing retainer. No cracks on battery tube area. Unable to perform displacement test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to left arrow button and peeling end cap address label.